Manufacturer narrative:
(B)(4). The homechoice device was returned to baxter healthcare for evaluation. The reported problem of unspecified drain alarms was confirmed to be low drain volume alarms by an event history log review. A service history review was performed and did not reveal any previous service events that could have caused or contributed to the reported problem. A sample evaluation was performed. The external and internal visual inspection revealed no problems. The device was tested and passed both the return instrument test / evaluation (rite) functional test and rite electrical test. The cycler remote toolbox (crt) was used to verify the device pneumatic system, and no problems were encountered. The device completed a short simulated therapy without encountering any problems. The product analysis lab (pal) analyzed the device and no failure or malfunction was identified that could have caused or contributed to the reported problem. Upon conclusion of the evaluation, the cause of the problem remains undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified drain alarm. It is unknown whether the patient was connected at the time of the alarm. It is unknown at what step of therapy this occurred. The reporter stated that the patient's catheter was then changed, and the patient drained with no issues. The patient was to complete therapy using continuous ambulatory peritoneal dialysis, and the technical service representative discussed its use with the reporter. There was no patient injury or medical intervention associated with this event. No additional information is available.